Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported with failing pre-use check. A field service engineer replaced inspiratory and expiratory pressure transducer printed circuit boards (pcbs). The ventilator passed the pre-use check and was returned for clinical use. The faulty pcbs were discarded and logs were sent back for investigation. The reported issue could be confirmed in the logs, starting at (B)(6) 2020. Last time pressure transducer test passed was at (B)(6) 2020. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The reported fail in pre-use checks was confirmed in the returned logs. Since no goods was sent back, the root cause cannot be determined.